Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on (B)(6) 2017 resulted in defect found and the event was determined to be reportable. No chemistry observed on returned strips.most likely underlying root cause washed strips. No chemistry observed. No further investigation required. Test strip UDI# (B)(4).

Event description:
Consumer complaint of e-0 error; test strip error. E-0 error occurred after the blood sample is applied to test strip. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2017 as a result of the meter's readings. Blood test performed fasting during call on (B)(6) 2017 produced result of e-0 and e-2 upon insertion of test strip into meter port. Proper storage location of product is undisclosed. Test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is less than 4 months ago.